Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override. A technical support specialist (tss) received an inbound call reporting that station was in critical override. Reboot and power cycle attempts were unsuccessful, and remote access failed due to the agent being unavailable, placing the station offline. The user was informed of the status and requested an fst, which was assigned. A field service engineer (fse) found the station in critical override and disconnected mode, unsynchronized with the server for over three hours. The station was restarted, and after 10-15 minutes, it successfully reconnected to the server. The station returned to normal operation with critical override and disconnected mode cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orutfspxpv was on critical override and offline. The customer attempted to reboot the device; however, the reboot was unsuccessful. The customer also unplugged and reconnected the power cable, but the issue continued to persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.